Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetic ketoacidosis. The blood glucose reading was 480 mg/dl. The customer stated that she developed belly palsy and her glucose level went out of control. Troubleshooting was performed. The customer stated that she programmed the temporary basals and the insulin pump was alarming no delivery. The customer stated that she was experiencing high blood glucose for the past ten days. The customer's most recent glucose reading was 108 mg/dl and was treated with an insulin drip. The programming, time, and date on the insulin pump were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.